Event description:
In 2001, tyco mallinckrodt rec'd info claiming that an unidentified pulse oximeter, mfg by tyco, in conjunction with a low pressure alarm and apnea monitor, mfg by a different MFR, as provided by apria health care, were involved in a pt death. The claim is that no alarms on any of the monitors occurred when the respiration and pulse rates fell below normal. The claim was researched in the co's database and no previous reports of this nature or regarding this claim were found. The report claims that investigation continues at this time. No other info is available at this time.